Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
During performance verification test (pvt) oxygen mix accuracy test, the unit did not alarm when setting o2 at 22. The customer contacted product support for service assistance. The product support advised the customer to disconnect the o2 from manifold and may take a little bit of time to bleed down the pressure. If unit was not connected to o2 manifold, product support advised to check the data acquisition board. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 10nov2020. B4: 12nov2020. Failure analysis on the returned gas delivery system (gds) shows the out of specification u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy test to fail. The ventilator oxygen was set at 22%, oxygen source disconnected and oxygen not available did not alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27apr2020. B4: 04may2020. Communication from the biomedical engineer stated the flow sensor assembly was received and installed. Repair was completed with a successful performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.